Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). (B)(6) sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the instrument channel, air/water channel, distal end of the subject device. Therefore, it satisfied the (B)(6) guideline. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the microbiological test by the user facility, the microbes were detected from samples taken from the subject device. The type and number of microbes are unknown. There was no report of infection associated with this report.